Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent migration, endoleak); patient's condition affected effectiveness of device (disease progression with aortic neck dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression with aortic neck dilatation).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four years ago. Aneurysm and vessel morphology at the time of implant are unknown. Aneurysm and vessel morphology at the time of implant are unknown. The films from two years post stent graft implantation revealed that the stent graft had migrated approximately 2 cm distally however this was not reported to medtronic. Currently the aortic neck is 31 mm to 32 mm in diameter below the renal artery. The recent CT revealed that the stent graft has migrated distally 5 cm into the aneurysm sac with a proximal type I endoleak. The cause of the migration was due to disease progression with aortic neck dilatation. The physician elected to implant a talent converter, an aortic cuff, and an iliac limb and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.